Event description:
Procedure type: oophorectomy. According to the reporter: it was not possible to deactivate the safety shield. This device was not utilized during the procedure. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.